Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination identified that the dovetail feature was compressed down at least on one side and inserter tool mark on the anterior side of the articular surface was observed. There were some nicks and gouges on the inferior side of the articular surface. The returned device is damaged and the state of the locking mechanism would not permit its mating with an appropriate tibial component. DHR was reviewed and no discrepancies relevant to the reported event were found. The damage observed on the returned articular surface indicates that the articular surface was not correctly placed and oriented before pushing it using the inserter instrument. Therefore, it is considered that the problems encountered are related to surgical technique. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the locking mechanism did not work. Another insert was used to complete the case. No adverse events have been reported as a result of the malfunction.